Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump¿s buttons were not responding. The customer stated that the act button was not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No harm requiring medical intervention was reported. The device will not be returned for analysis.